Event description:
Details of event; low blood pressure, ambulance arrived, no heart beat but had pulse and cardiac arrest 7 times. Caller stated that customer was wearing pump at time of passing.

Manufacturer narrative:
No used or unused devices were returned to MFR which prevented us from testing. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Based on the investigation and test results the claimed failure cannot be confirmed. If new info becomes available the complaint will be re-opened and appropriate actions will be taken. No eval summary attached.